Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a bent sensor cannula. The customer's blood glucose reading was unknown. The customer stated that there is a missing electrode. The insertion site is in the belly. The sensor was not retracted or damaged. The error happened with 1 sensor in the package. The customer will be sent replacement sensors.